Event description:
A malfunction on the pump was reported. There was no reported impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and to call back if any malfunction codes reappeared, which they acknowledged and understood.